Event description:
Information received indicates the bed would slowly drift into the reverse trendelenburg position.

Manufacturer narrative:
The technician adjusted the trendelenburg gas springs and the reverse trendelenburg functioned properly.